Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she continues to experience low blood glucose levels, even after her hcp has made adjustments to the settings. The customer also stated that she was hospitalized due to low blood glucose in may. In addition, the customer stated that firefighters and police officers have had to break down her door in order to get to her to provide treatment due to low blood glucose levels. The customer stated that she has been evicted from apartments due to these issues with low blood glucose levels. The customer was not interested in troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display window glass. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test due to display anomaly. Unit had broken reservoir tube lip, missing reservoir o-ring, cracked display window corner and battery tube threads.